Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the wire was removed rapidly without a catheter or delivery system. This action may have damaged a leaflet resulting in the cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our european affiliate, during the transapical tavr procedure, a 26mm sapien xt valve was deployed with a final 60:40 ventricular/aortic position, resulting in mild to moderate paravalvular leak (pvl). Post valve deployment, the stiff wire was removed very quickly and unprotected (usually a catheter or the delivery system is on the wire to protect the valve leaflets from being damaged), resulting in some central aortic insufficiency (cai). A second valve and delivery system (ds) were prepared. The ds and valve were inserted into the ascendra+ (asc+) sheath without the loader in place and could not pass through the sheath¿s hemostatic valves. The patient became severely hypotensive and arrested. The attempted valve in valve procedure was aborted. CPR was initiated and the patient was given catecholamines. The patient¿s condition was stable, and he remained intubated. A transesophageal echocardiogram (tee) performed 24 hours post procedure confirmed mild to moderate pvl and mild cai. It was reported that the coaxial alignment of the ds/valve was fair and the image intensifier angle was poor. It was perceived that the cause of the final valve deployment position and resulting pvl was due to the poor image intensifier angle. The cai was likely caused by the quick, unprotected removal of the stiff wire, possibly resulting in damaged leaflets.